Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted due to high blood glucose levels. Customer left part of his insulin pump back in texas when he was on vacation. Customer declined a replacement serter. Customer already spoke to his grandma, who will send his serter to him. Customer has tried inserting by hand and it did not work well for him. Customer could not control his blood glucose levels with manual injections. Nurse was advised of the issue. No further assistance needed.